Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown if device was implanted on (B)(6) 2017. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that the: manufacturing location: part: 487.966, lot: l179386, manufacturing location: (B)(4), manufacturing date: 24.oct.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgeon had difficulty to extend the reported device during a mandibular extension surgery on (B)(6) 2017. The surgeon confirmed the extension length indicator showed 1 mm. However, the extended actual measured length was 5 mm. The surgeon commented that the surgery was somehow completed. The customer understood how the device works and how to use it for the upcoming surgeries, so the device will not be returned for investigation. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. This complaint involves 1 part. This report is 1 of 1 for (B)(4).